Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the powerflex p3 6 x 4 mm balloon catheter was inflated to 10 atm slowly without problem, but burst at 13 atm. The physician noted a dissection after the product issue during angiography, and used another powerflex p3 5 x 40 mm balloon catheter at low pressure to treat the dissection. The procedure was completed successfully. The patient was reported to be in stable condition. Access was made from the brachial vein through a 6 fr. Another co's catheter sheath introducer. The target lesion was the right subclavian vein. The target lesion was reported to be: not calcified, slightly tortuous, and a 90% stenosis. According to the physician, the lesion was treated four months prior with a 6 mm balloon catheter. Two months later, restenosis was observed and was treated by balloon angioplasty using a 4mm cutting balloon and 7 mm slalom thrill balloon catheter.

Manufacturer narrative:
There was no additional patient information available. There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. The product was prepped properly according to the instructions for use (IFU). There was no information provided regarding contrast or the contrast to saline ration used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The product was removed intact from the patient. No additional information was available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. Manufacturing record (DHR) review was conducted, and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.